Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 22:10pm on 13 may 2020 during manual replacement of the reagent in bottle 3 (ethanol), as evidenced by information provided to the leica product applications specialist-vic/anz pathology (pas) on 19 may 2020. Specifically, the ethanol concentration in bottle 3 measured by hydrometer was 80%; and that calculated by the instrument software, which is based on data input by a user, was 100%. These facts indicate that manual replacement of the reagent in bottle 3 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Bottle 3 (ethanol) was not in contact with the corresponding sensor for approximately 2 minutes and 14 seconds from 22:08pm on 13 may 2020, which is sufficient time to replace the reagent. At 22:10pm on 13 may 2020, a user selected the <no change> radio button from the <inserted bottle configuration> dialog box displayed on the instrument monitor of the screen. The properties of the reagent in bottle 3 prior to these user actions were: ethanol concentration=51.5%, cycle=8, cassettes=501 and days=9. Bottle 3 (ethanol) was also not in contact with the corresponding sensor for approximately six (6) seconds at 22:10pm on 13 may 2020, which is not sufficient time to replace the reagent; and the station properties were reset at 22:10pm on 13 may 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 3 prior to these user actions were: ethanol concentration=51.5%, cycle=8, cassettes=501 and days=9. The reagent in bottle 3 (ethanol) was used for the final dehydration step in the following protocols: the "12 hr path run for validation" comprising three (3) cassettes, which started in retort b at 13:55pm on 14 may 2020 and completed at 01:59am on 15 may 2020; the "6.5 hr scientist" protocol comprising 226 cassettes, which started in retort a at 20:00pm on 18 may 2020 and completed at 02:24am on 19 may 2020; and the "6.5 hr scientist" protocol comprising 187 cassettes, which started in retort b at 22:27pm on 18 may 2020 and completed at 04:51am on 19 may 2020. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Although a user affirmed in the instrument software that the reagent concentration in bottle 3 (ethanol) was to be set to the default value of 100% at 22:10pm on 13 may 2020, the ethanol concentration of 80% measured by the pas using a hydrometer on 19 may 2020 following processing of a total of 416 cassettes in the three (3) processing runs detailed above indicates that the ethanol concentration in bottle 3 at 22:10pm on 13 may 2020 was likely 80.5%. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Although not reported by the complainant, the quality of tissue processing from the "12 hr path run for validation" comprising three (3) cassettes started in retort b at 13:55pm on 14 may 2020 would also have been adversely impacted. Manufacturer evaluation of the information available suggests that the metal filings observed by the pas in both of the instrument retorts may likely result from the stirrer rubbing on the bottom of each of the retorts; and given that stirrer bushes were found by the fse to be in good condition, it is possible that damage/wear to axle of each stirrer (permanently attached to the retort) may result in contact between the stirrer and the retort. As the retort is not a field replaceable part, metal filings may continue to be observable in the retorts of peloris tissue processor serial number (B)(4).

Event description:
Leica biosystems received a complaint that tissue samples, which had been processed in retort a and b using a 6 hour protocol, were "brittle and hard". On 19 may 2020, leica biosystems melbourne received the following onsite findings and observations documented by the pas: "notified that peloris at dorevich [sic] had pmdr last night. Run finished this morning 2am and 4am. Both retort a and b ran patient tissue on the same 6 hour protocol. Tissue was brittle and hard. Looked strong eosin stained and dry. Pathologists have so far been able to report on tissue and no re-biopsy has been requested as of today 4pm. Bottle check all eth bottles 4-10 within 3% of stated conc. Bottle 3 stated 100% on instrument whereas tested conc was 80% and was strongly eosin stained. Bottle 10 had a loose connection on bottom hose plug which leaked upon decanting eth to test, I screwed this tight and seems fine. Retort a and b had metallic residue on stirrer. I took a sample in a jar. Stirrers seemed loose and can wobble easily. Protocol was 6h and was run on relatively small tissues, including some cell blocks." The pas also documented that the complainant "...commented that the fixation before the peloris was finished in ethanol." On 20 may 2020, a leica field service engineer (fse) visited the laboratory to assess the operation and function of the instrument. The fse found that no error message(s) had been recorded in the instrument logs; check of the rotary valve did not reveal any fluid leak(s); no air-line tubes leaks were identified; the stirrer bushing on both retorts a and b was in good condition; and the results for all system verification tests performed were satisfactory. The complainant advised that they would like to revert the instrument set-up to the "original set-up" to better match with the other tissue processors in the laboratory as bottle 3 (ethanol) to 70%; and bottle 4 (ethanol) to 90%. On 27 may 2020, leica biosystems melbourne received information from the leica product application specialist-vic/anz pathology that: "all tissues were diagnosable although some specimen had notes added saying possible processing artefacts present."